Manufacturer narrative:
See manufacturer¿s report #3004209178-2017-24917 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with 2 implantable neurostimulators (ins) for gastrointestinal/pelvic floor. It was reported that the patient had an unrelated surgery the prior thursday and had their stimulators turned off for surgery. It was reported that when the implants were turned back on they received por messaged on both. Patient was trying to turn implants on after surgery and a por was seen. It was reported the patient had 2 implants and 2 patient programmers and they got the por message on both implants. Caller stated they initially tried using the left programmer on the left implant and the right programmer on the right implant and they both displayed the por message. Patient then tried connecting the right programmer with the left implant and this cleared the message. Patient said it appeared to have her programs available and stimulation was turned on the left implant. Caller stated the patient still got the por message on the right implant. It was reviewed that they would need to follow up with their healthcare provider to have the device interrogated and the por message cleared. It was reported that there were potential emi exposures of CT scan and x-ray for unrelated complications. Patient reported they were still in the hospital for the unrelated complications and were unable to see the managing physician due to this. A nurse got on the line and was transferred to have a manufacturer representative paged. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a manufacturing representative was able to restore the neurostimulators so that they worked. There were no symptoms or further complications reported or anticipated.